Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) by charge time. Given that the device is on the shortened window replacement advisory, the device will be explanted. The device was successfully explanted and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
This device is expected to be returned for device analysis. This report will be updated when further information is received.